Manufacturer narrative:
Product has been returned, and the investigation is currently in process. A supplemental report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted

Event description:
Customer reported receiving a high reading from their abbott diabetes care device. Customer reported a high reading of 283 mg/dl which was higher than a adc meter reading of 139 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported test strips has been returned and investigated. Visual inspection has been performed on the test strips and no issues were observed. The reported meter has been returned and investigated. Visual inspection has been performed on the meter and no issues were observed. Meter powered on with button depression and returned known good strip . Control solution testing has been performed with returned strip and all results were within range specification. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle lite meter and freestyle strip was reviewed and the dhrs showed the freestyle lite meter and freestyle strip met specifications prior to release to distribution. Retain testing was performed for freestyle strips, and all units performed in specification and passed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a high reading from their abbott diabetes care device. Customer reported a high reading of 283 mg/dl which was higher than a adc meter reading of 139 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.